Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed penile distal scar tissue post operation, resulting in penile curvature. Therefore, the patient underwent surgery and the inflatable penile prosthesis (ipp) was removed and replaced. There were no device issues with the explanted prosthesis. There were no further patient complications.

Event description:
It was reported that the patient developed penile distal scar tissue post operation, resulting in penile curvature. Therefore, the patient underwent surgery and the inflatable penile prosthesis (ipp) was removed and replaced. There were no device issues with the explanted prosthesis. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. No anomalies were found with the cylinder. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.